Event description:
It was reported by the affiliate that during a lap cholecystectomy the device was fired, but the clip did not form properly and the scissoring creating a 'v' shape and did not stay properly attached to the cystic duct. No patient consequences were reported. Device will not be returned.

Manufacturer narrative:
"The complaint could not be confirmed because no device was returned for analysis. Complaint info is trended on a regular basis to determine if further investigation is warranted."